Event description:
The lay user/patient contacted lifescan (lfs) customer service on (B) (6) 2010 alleging that the one touch ultra2 meter was reading inaccurately high compared to her feelings/normal readings. The patient obtained a 96 mg/dl on the reported meter on thursday (B) (6) 2010. The medical surveillance specialist (mss) attempted to reach the patient and the patient was unwilling to provide additional information. The patient reported that "from the beginning" following the onset of the alleged issue, the patient began feeling shaky, thirsty, frequent urination, and blurred vision. The patient reported that although she was obtaining low results, she was experiencing high symptoms. The patient reported taking her usual dose of medication during the time of concern. Her medication regimen consisted of novolog based on a sliding scale, 36 units of lantus daily at 8 pm and 1000 mg. Metformin twice daily. She did not test on any other device or seek any medical attention. Patient's a1c was 9.1 (246 mg/dl) in (B) (6) 2010. According to the troubleshooting performed with customer service, the unit of measurement was set correctly and the patient did not have control solution to complete quality control testing. This complaint is being reported because the patient alleged that she experienced high blood glucose symptoms while obtaining inaccurately low results.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.